Manufacturer narrative:
Additional suspect medical device components involved in the event. Product family: dbs-linear leads, upn: (B)(4), model: db-2202-45, serial: (B)(4), batch: 5156045.

Event description:
It was reported that the patient experienced a fall and the lead site had opened up again. Please refer to mfg report 3006630150-2020-04779. The lead site had redness, swelling, and opened incision post auricular on the right side. The patient underwent another cleaning and irrigation procedure, and was administered antibiotics. No devices were implanted or explanted. The patient was stable post-operatively.